Event description:
Procedure type: colectomy with functional end to end anastomosis. According to the reporter: the device was fired four times to transverse colon. Two days after the surgery, a leakage occurred. A reoperation was performed on the right hemi-colon. During the re-operation, the doctor found a pinhole on the tissue at the anastomosis site. The re-operation was successful and the pt is out of the hospital now.